Manufacturer narrative:
H6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that connector c35-o injector disconnected. The following information was provided by the initial reporter: material no: 515070 batch no: unknown. It was reported injector disconnected. Verbatim: patient called because she noticed blood on her sheets and gown, nurse answered call light and found IV line that was infusing chemo had disconnected from the optima connector with the injector and the blue safety cap still engaged and that blood was back flowing from the pac and the IV tubing was hanging on the IV pole with chemo dripping out of it. Everything was paused, patient removed from harm with gown change and relocation, a chemo spill skit used, the chemo restarted, and the provider notified.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connector c35-o injector disconnected. The following information was provided by the initial reporter: material no: 515070 batch no: unknown. It was reported injector disconnected. Verbatim: patient called because she noticed blood on her sheets and gown, nurse answered call ligh and found IV line that was infusing chemo had disconnected from the optima connector with the injector and the blue safety cap still engaged and that blood was back flowing from the pac and the IV tubing was hanging on the IV pole with chemo dripping out of it. Everything was paused, patient removed from harm with gown change and relocation, a chemo spill skit used, the chemo restarted, and the provider notified.